Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed critical pump error. Customer's blood glucose was 5 mmol/l at the time of the incident. The customer did not troubleshoot. The device will need to be replaced and customer will send the product back for analysis.

Manufacturer narrative:
Pump error 53 noted in the pump history and critical pump error alarm during testing. Unable to determine the root cause, problem isolated to the electronic assembly. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error alarm.